Event description:
Staple jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot # 73g2100121 investigation did not show issues related to the complaint.